Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and seroma-late.

Event description:
Healthcare professional reported left side capsular contracture (baker grade unknown), pains, a periprosthetic effusion, sliding of the breast in front of the prosthesis, and swelling in breast. Additionally, reported was a "breast change", unrelated to the device. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, deformation, voids, brown particles, cloudy. Bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture (baker grade unknown), pains, a periprosthetic effusion, sliding of the breast in front of the prosthesis, and swelling in breast. Additionally, reported was a "breast change", unrelated to the device. Device has been explanted.